Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at the time. A call was placed to technical services on 11/14/2016 stating that this rv lead had noise and was oversensed leading to inhibition. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).